Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD). It was determined that anti-tachycardia pacing (atp) therapy was inappropriately delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed programming options. Additional information received reported that the patient had received more shocks, and had not been brought to the clinic for the previously suggested programming changes.this ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD). It was determined that anti-tachycardia pacing (atp) therapy was inappropriately delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed programming options. Additional information received reported that the patient had received more shocks, and had not been brought to the clinic for the previously suggested programming changes. This ICD remains in service. No additional adverse patient effects were reported.